Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
An (B)(6)-year old male with a past medical history of peripheral artery disease with bilateral iliac stents, paroxysmal atrial fibrillation and ischemic cardiomyopathy presented to the emergency room with lightheadedness and palpitations. Presenting vital signs revealed a blood pressure of 144/75 mmhg, heart rate of 130 bpm and oxygen saturation 95% on room air. On physical exam he was noted to be diaphoretic and in distress. His ECG revealed ventricular tachycardia. He was treated with intravenous metoprolol tartrate, amiodarone 300 mg intravenous and subsequently required successful synchronized electrical cardioversion with 150 joules. Coronary angiogram was performed which showed triple vessel cad (90¿95% proximal rca, in-stent restenosis of mid rca with severe diffuse disease, 70¿80% mid-left anterior descending [mlad] and chronic total occlusion of left circumflex artery). Decision was made to perform pci of the mlad which was complicated by perforation requiring occlusive stent and subsequent iabp placement. During cautious attempt on removal of the iabp resistance was met due to the entrapment of the balloon to the right iliac stent. Under fluoroscopic guidance, removal using a left to-right femoral visualization assistance technique was used. This was complicated by thrombotic occlusion of the right distal superficial femoral artery possibly secondary to mechanical manipulation resulting in distal embolization. Recanalization and balloon angioplasty of the lesion was successfully performed, and adequate flow was established. Hemostasis of the right groin access was achieved with manual pressure. After removal of the iabp, the right lower extremity was warm however, distal pulses could not be appreciated with doppler. Patient was maintained on aspirin, clopidogrel and heparin infusion, and planned for repeat peripheral angiography of lower extremities. Subsequently in the ccu he developed st-elevation on telemetry and ultimately expired, likely from closure of the mlad stent.